Manufacturer narrative:
The sample was received on (B) (4) 2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).

Event description:
During insertion, the nurse found the extension tubing detached from the wings.